Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with their artificial urinary sphincter (aus) has been experiencing recurring incontinence for approximately six months. The patient wore about 3-4 pads a day and noticed leakage mainly when they were biking or going from a sitting position to standing position. The patient was not experiencing any pain. No surgical intervention has been reported to be scheduled at this time, and no additional patient signs or symptoms were noted.